Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is a sensor failure due to high counts aberration via data.